Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. During the procedure, a lot of noise occurred at the body surface electrocardiogram and the intracardiac electrocardiogram with the smart touch bidirectional catheter. The cardiac electrogram electrode was re-attached, the polygraph and the lab were rebooted but the issue continued. Connection cable of the catheter was pulled out and the carto was rebooted. The issue was improved. After that, the cable of the catheter was re-connected and then the same issue reoccurred. The cable was pulled out again and the carto was rebooted. Then each catheter was connected. When the smart touch bidirectional catheter was connected, the issue occurred. The issue was resolved by changing the smart touch bidirectional catheter after the carto was shut down and the system was rebooted. The procedure was completed without patient consequence. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/8/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. During the procedure, a lot of noise occurred at the body surface electrocardiogram and the intracardiac electrocardiogram with the smart touch bidirectional catheter. The cardiac electrogram electrode was re-attached, the polygraph and the lab were rebooted but the issue continued. Connection cable of the catheter was pulled out and the carto was rebooted. The issue was improved. After that, the cable of the catheter was re-connected and then the same issue reoccurred. The cable was pulled out again and the carto was rebooted. Then each catheter was connected. When the smart touch bidirectional catheter was connected, the issue occurred. The issue was resolved by changing the smart touch bidirectional catheter after the carto was shut down and the system was rebooted. The procedure was completed without patient consequence. Additional information was requested to clarify if there were any signals available to monitor the patient&#38112;the heart rhythm. However, no clarification has been received. Therefore, to be conservative, we are assessing this event reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).